Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to post implantation central regurgitation and post implantation paravalvular leak a complaint history review revealed no root causes potentially applicable to the postimplantation central regurgitation event and identified patient factors: uneven/noncircular native bicuspid annulus, bicuspid valve as a root cause potentially applicable to the event postimplantation paravalvular leak no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed: IFU, commander and s3/s3u/s3ur IFU, procedural training manual and bicuspid aortic valve screening supplement. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for postimplantation central regurgitation and post implantation paravalvular leak were confirmed based on the medical report. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, approximately 7 months post implantation of a 29mm s3 valve in the aortic position with mild paravalvular leak (pvl), the valve was explanted and replaced with a 27mm edwards inspiris surgical valve due to severe aortic insufficiency and moderate pvl. For event, postimplantation paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the medical report, the patient has a bicuspid valve, ovalshaped annulus, and heavy calcification. Noncircular native bicuspid annulus may prevent formation of proper seal between the circular shape of the thv and the oval shape of the annulus, resulting in paravalvular leak. Additionally, annular calcification can create irregular contact between the valve and the annulus and may further contribute to paravalvular leak. As such, available information suggests that patient factors (uneven/noncircular native bicuspid annulus, calcification) may have contributed to the complaint event .for event postimplantation central regurgitation, the valve leaflet coaptation or closing will require blood flow back pressure. In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (paravalvular leak) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
As reported, approximately 7 and a half months post implantation the valve was explanted and replaced due to severe aortic insufficiency and moderate paravalvular leak (pvl). An echo done on postoperative day 1 demonstrated a left ventricle ejection fraction (lvef) of 60%, a normal functioning transcatheter valve, a mild pvl leak and mean gradient (mg) of 9mmhg. A follow up echo approximately 2 months post operative showed the lvef had dropped to 44%, lv was mildly dilated, the mg and pvl remained the same, however, the cardiologist saw the patient, and felt that they had a moderate perivalvular leak and detected there was a 3/6 holodiastolic murmur so it was felt that the patient may benefit from a redilation of their tavr valve. The patient was scheduled for re-evaluation and post dilation, however this was cancelled as the patient felt well and remained asymptomatic. Further evaluation done with a repeat 2d echocardiogram approximately 4 months post operative revealed a persistent mild paravalvular leak and 40 to 45% ejection fraction, lv cavity dilation and the physicians were concerned that the insufficiency was worse than the echocardiogram indicated. Patient underwent a cardiac MRI which revealed moderate dilation of their left ventricle. Ejection fraction was calculated at 40%. The valve appeared well-seated, however, there was severe regurgitation with a regurgitant volume of 40cc and regurgitant fraction of 46%. The patients aorta was measured at 4.7cm and patient was referred to the surgeon for revision.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.